Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 200 units of insulin, and decreased to a fill estimate value of 5 units within a day. Blood glucose level was 357 mg/dl. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.